Event description:
Patient underwent elective pci of the circumflex artery. Prior to final balloon inflation at the stent site "all star 0.014" wire was placed between stent and balloon better support. After balloon inflation radiopaque portion of the wire separated from the body of the wire.